Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardiac monitor was exhibiting under-sensing of premature ventricular contractions, resulting in false atrial fibrillation detections. No intervention was performed. The patient was stable.